Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contribution to the bands not deploying properly could be difficulty with the working channel of the endoscope. Additional information was provided from the user facility stated a new (B)(4) endoscope was used and the facility has been having complications with the working channel. A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use state: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." A possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. The instructions for use direct the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the "knot must be seated into hole or handle will not function properly." The instructions for use direct the user to "place handle in two-way position and loosen trigger cord slightly," if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a the facility has been having complications with the working channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used one (1) cook 6 shooter saeed multi band ligators after the first band deployed, the trigger cord was stuck between the band and the varix. Two more bands were deployed to try and loosen the trigger cord, but that didn't solve the problem. The sequence of the bands on the barrel was black-clear-black-black-black. The physician then had to rip off the varix because of the malfunction. The varix then started bleeding, so two (2) additional 6 shooter saeed multi band ligators (mbl-6) devices from the same lot had to be used to stop the bleeding [caused by ripping off the varix]. Another cook 6 shooter saeed multi band ligators (mbl-6) was used to try and replicate the mistake outside of the patient. The device used to replicate the mistake worked fine and the bands were in the correct order. The sales representative noted that the customer is using a new (B)(4) endoscope and has been having trouble with the working channel, so they may have had trouble setting up the device. The following additional clarification was received on 09/13/2016: "in addition to our small conference call last week, the sales representative has gained access to a photo, where it is shown how short the thread [trigger cord] is in the new (B)(4) endoscopes." Further clarification was received on 9/13/2016: "the type of the endoscope is (B)(4) eg-760z with a 2.8 mm working channel (it is the same as in the photo)."